Event description:
(B)(4). I started having non stop heavy periods. Bloating, pelvic pain, chronic uti pains, ibs constant flareups, depression, loss of appetite, weight gain, teeth sensitivity and broken tooth, hair loss, memory loss, fatigue, extreme mood swings. The procedure was covered 100 % by my insurance. Since then I've had to go to a couple of specialists. Before finding out it was the essure coils. One of the coils expelled itself from my body and the second coil migrated into my uterus. I have the pathology lab reports. I had a hysterectomy (B)(6) 2015.